Manufacturer narrative:
The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.

Event description:
It was reported that the patient presented in the clinic due to implantable cardioverter defibrillator (ICD) pocket erosion. The ICD was explanted due to erosion. The patient's condition was stable.